Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a manual injection. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.